Event description:
A staff member was placing an arterial line. One of the IV catheters did not easily lock after use. The safety lock should have easily engaged after the device was used. The staff member and patient were not harmed in this event. This facility has had four events with this device over an approximate two month time period.what was the original intended procedure?place an arterial line.